Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photographic image review: two photographic images of the device were received for evaluation. The images returned showed the proximal portion of the balloon broken radially. The distal part of the balloon was missing. It is reasonable to suppose a balloon detachment due to a burst. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a reef hp balloon in an avf case, after inflating the balloon (not exceeding the rbp), it ruptured in the lesion. The physician tried to retrieve the catheter but the shaft is then broken. An open surgery was performed to take out the product. The patient is safe and sound after the product had been taken out.